Event description:
It was reported that an autopsy was performed; however, the cause of death was unknown. It was reported that the vns was functioning as intended in (B)(6) 2013 when last checked. The patient was in hospice care at the time of death. It is believed that there is no relationship between the vns and cause of death. The funeral home indicated that the patient was cremated and that the device was most likely explanted; however, there was no indication in the funeral home notes. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. An online obituary identified the date of death. It was noted that the patient passed away in hospice care. No additional relevant information has been received to date.

Event description:
The death certificate was received which noted the immediate cause of death as chronic restrictive lung disease. Other significant conditions contributing to death, but not resulting in the underlying cause. It was noted that an autopsy was not performed. The manner of death was listed as natural.